Event description:
Additional information was received that there was no delay in the surgical procedure.

Manufacturer narrative:
Per the manufacturer's subsidiary, a "service gas system" error message was displayed. The hose connections were checked and no gas leaks were heard. During laboratory analysis, the product surveillance technician (pst) observed failure messages and inaccurate flow readings as a result of a defective internal flowmeter. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per the suppliers evaluation, the unit received was intermittently reading 12.8 standard liters per minute (slpm) at zero flow and 26 pounds per square inch absolute (psia). These values determined by adc sensor counts where differential pressure signal was maximized at 65364 (versus the original value of 9828). This signal was incredibly noisy, with a standard deviation of 2400 counts versus the normal deviation of less than ten. When sensor output checked, differential sensor offset was also noisy and varying from 120-190 mv. Bridge value also changed from time to time of manufacture (26272 versus 39368) accounting for absolute pressure shift. When de-soldering dp sensor pins to isolate source of offset shift to sensor, values returned to normal and offset returned to -2.7 mv. Pins were soldered back onto the board and the unit returned to perfect working order. Calibration checked and all points found within tolerance. The sensor identified is from a lot that has known issues with poorly soldered wire bonds. Reversion to working order indicates that soldering the sensor leads seemed to have some curative effect on the sensor. It is believed that the heat from soldering is sufficient to temporarily re-establish connection of the wire bonds. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the gas was flowing simultaneously when the affected device was turned on with the maximum flow rate.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a failure message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.